Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-pwr-1000 insert, the insert would get hot; no injury resulted.

Manufacturer narrative:
The inserts was inspected and found to be 100 % clogged. The insert was not tested for temperature due to being 100% clogged. After testing the insert it was found to have rust clogging the insert. In conclusion the complaint for the insert getting hot has failed for having no water flow caused by rust.